Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that a magnet was placed over the patient's implantable cardioverter defibrillator (ICD) and "it did not work." A company representative then programmed the device "off." The patient is deceased and died of unrelated causes.